Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details.

Event description:
A 62-year-old female with a history of coronary artery disease presented with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage c. On (B)(6) 2026 at 09:00, an impella cp was percutaneously implanted via the right femoral artery. Later that day, at 15:36, the impella cp was explanted and an impella 5.5 was surgically implanted via the right axillary/subclavian artery. During support, the bedside nurse notified providers of cardiac ectopy; however, the treating team assessed the rhythm as premature atrial contractions or junctional beats rather than ventricular ectopy and attributed the findings to the pulmonary artery catheter and/or electrolyte imbalances. Echocardiography confirmed that the impella device was in good position. The patient was also noted to have bleeding into the chest wall, believed to originate from the impella access site, and was scheduled for exploratory evaluation to determine the bleeding source. Despite ongoing management, the patient¿s clinical condition deteriorated, and care was withdrawn on (B)(6) 2026. The patient subsequently expired the same day while the impella 5.5 remained in place. The patient's death occurred following withdrawal of care and was not attributed to a confirmed device failure. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage c shock on multiple inotropes and pressors and was ventilated for respiratory support the reported event involved arrhythmia requiring medication, major bleeding, and patient¿device interaction in a patient with severe underlying cardiac disease and cardiogenic shock. Device position was confirmed to be appropriate by echocardiography. At this time, the relationship between the reported events and device performance remains unconfirmed pending product evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Serial and primary UDI number were revised. E4. Selection was added as it was inadvertently omitted from the initial report that was submitted.